Event description:
It was reported the pt experienced a change in his stimulation. An sjm rep met with the pt and lead diagnostic tests showed invalid. Reprogramming was unable to resolve the issue. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.